Event description:
It was reported to boston scientific corporation that a pinnacle anterior-apical pelvic floor repair kit was implanted on (B)(6), 2011. According to the complaint, patient experienced pain and other complications, resulting in corrective surgery that was performed on (B)(6), 2012 (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.